Event description:
It was reported while preparing the polarcup to be implanted by removing the cover, the covers got stock half way and the screw insertion the cover was damaged and unable to remove it. A delay longer than thirty minutes was recorded. Unknown backup availability.

Manufacturer narrative:
It was reported while preparing the polarcup to be implanted by removing the cover, the covers got stock half way in. The device was used during treatment. The device in scope has not been returned for investigation. However, two pictures of the device have been provided. The left plug has been removed. The right plug is stuck with the polarcup. The hexagon head of the plug is observed to be heavily damaged, indicating that high torque has been applied. The plug is observed to stick out of the articulating surface, confirming that the thread could initially be turned before it got stuck. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported failure mode. A review of the complaint history revealed no other complaint being reported for the device in scope. A review of the complaint history for the whole device family since 2015 and of the risk management files indicates that the associated risk level is low. The executed investigation steps give no indication that the device failed to match specification at the time of manufacturing. It is therefore not possible to determine the root cause for the reported jamming conclusively and the root cause stays undetermined after investigation. The need for corrective action is not indicated. Smith + nephew will continue to monitor this device for similar issues.